Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the lv2/proximal conductor was fractured in-vivo in the anchoring sleeve area. The lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance and oversensing of atrial pacing. It was also noted the rv lead was oversensing and exhibited rising thresholds. It was noted that the right atrial (ra) lead exhibited an atrial lead position check failure. The ra and rv lead remains in use. It was further reported that the rv lead exhibited rising impedance. The ra and rv leads exhibited high thresholds. The rv lead was noted to be fractured. The leads were explanted and replaced. It was further reported that the ra lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.